Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported tube crack was not confirmed. Both cylinders exhibited holes in distal cylinder body, consistent with explant damage. Review of manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had a hole in distal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; leak was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders were not pressure test due to leak was identified. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Upon removal, a crack was observed in the cylinder connecting tube. All components were removed and replaced. The patient had a stable outcome following the surgery.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Upon removal, a crack was observed in the cylinder connecting tube. All components were removed and replaced. The patient had a stable outcome following the surgery.